Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was returned with the upper jaw detached not returned and with the I-blade upper tip was broken lifted. Upon visual inspection to the jaws, the electrode and ceramic were not damage as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the electrode ceramic separate or break off? Separate. Did the I blade get damaged or break off? Damage. Is the jaw damaged but not broken off? Jaw broke. Is the top jaw loose but not detached? Top jaw detached. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the anterior rectal resection surgery, when releasing the lower part of the rectum, the device (lot: u9319c) fractured one of its forceps, generating a fragment which was completely removed. The event did not cause harm to the patient.